Manufacturer narrative:
Patient medications include; pantoprazole, labetalol and amlodipine. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. On (B)(6), 2016, a computed tomography scan identified a suspected thoracic aortic dissection distal to the tag device. The cause of the dissection is reportedly unknown. On (B)(6) 2016, the patient underwent an intervention whereby two additional conformable gore tag thoracic endoprostheses were implanted for distal extension on the tgu313110 device. Final imaging showed resolution of the dissection, and the patient tolerated the procedure.